Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, watertightness not maintained, insufficient bending angle due to elongation of angle wire, the insertion part serpentine crushed due to an external factor, curved rubber adhesive missing, universal code crushed due to an external factor, and corrosion of the electrical connector contacts were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that bubbles are generated from the soft part of the evis lucera bronchovideoscope. The customer mentioned that it was approximately 20cm from the tip. The event occurred during cleaning after inspection. During a standard service inspection of the customer returned device, the insertion part serpentine tube had fallen off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or aging deterioration due to handling. It is suggested that the user facility review the instruction manual and perform inspection each time of use. Olympus will continue to monitor field performance for this device.